Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the left ventricular lead was introduced into the coronary sinus and was unable to track over the guidewire from the main coronary sinus to the branch. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
A complete lead without the guidewire was returned in one piece for analysis. Guidewire insertion test was performed, and an obstruction was noted due to blood in the inner coil. The cause of the guidewire insertion failure was isolated to the inner coil clogged with blood.